Event description:
The event is reported as: the customer alleges that they found it difficult to inflate the cuff the first time. The pt was extubated and re-intubated and the second time the cuff was easy to inflate.

Manufacturer narrative:
From the picture it was observed a "difficult to inflate cuff during use". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cuffed, spiral-flex 7.5, lot #01e1200203 was manufactured on 05/17/2012. Upon DHR review it was observed that the lot number reported, correspond to one of the lots identified to be affected with bespack valve issue. Additionally a CAPA project number (B)(4) was opened to improve the process. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "difficult to inflate cuff during use", the complaint can not be confirmed since the sample was not available. The lot number reported on this complaint corresponds to one of the lots identified to be affected with bespak valve issue. However, to correct this situation for similar complaints received in the past, a supplier corrective action request (scar) #(B)(4) was issued to valve vendor and a CAPA project number (B)(4) was opened to improve the process. Teleflex will continue to monitor and trend relating complaints.